Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented for an unrelated procedure. The atrial lead exhibited noise. The physician elected to cap and replace the lead on (B)(6) 2016. The patient's condition post procedure was stable and would continue to be followed normally.